Event description:
Physician was using holmiun laser, 24 min. Into procedure fiber started making sizzling noise, laser was put on standby, the laser fiber had burnt in half at approx 18inch from the end and had burned through the physician's glove. Laser turned off. Physician had minor injury that did not require treatment.